Event description:
Event description cpi received information that this transvenous defibrillation lead was removed from service due to a fracture near the device header. The lead was abandoned in the patient and successfully replaced with another cpi lead.